Event description:
It was reported by the patient's nurse the system monitor said ¿pump off¿ and the parameter field were blank. There were no alarms. They went to settings and clicked the ¿pump on¿ option. It¿s unsure if the patient¿s pump running symbol was on. All of the information was viewed solely on the system monitor. A log file review captured no events indicating that the pump was stopped. System monitor was switched with a new one. Old monitor was planned to return for evaluation and repair. Additional information stated that the patient had no symptoms at the time of the event and the event did not occur again since then. Both the monitor and power module would be sent back for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying an atypical "pump off" message on the screen was not confirmed. The heartmate system monitor (serial #: (B)(6) was serviced at the abbott service depot. A log file was submitted spanning approximately 7 days (20oct2022 ¿ 27oct2022 per timestamp). There were no notable alarms in the log file related to the reported event. Pump operation was not affected. The returned system monitor was able to power on and was connected to a mock loop for an extended duration without any issues occurring. The system monitor passed all stages of testing, and the reported event was not reproduced. The system monitor was returned to the customer after servicing. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 11jan2018. No further information was provided. The manufacturer is closing the file on this event.